Event description:
It was reported that during an unknown procedure, the device stopped working in the middle of the case. No further information is available. No patient consequence. Case was finished with a like product. One device is being returned.